Event description:
A patient reported experiencing inaccurate low results with a one touch ii hospital meter. The patient's blood glucose results were 59 versus the labs 285 mg/dl. Tests were done within 20-30 minutes. Patient did not experience any adverse events. No further information has been reported.